Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation determined the reported tissue injury appears to be related to procedural conditions. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention and hospitalization were result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Article titled "bailout clipping of a leaflet perforation during mitral transcatheter edge-to-edge repair using a larger clip size: a case report".

Event description:
It was reported in an article that the patient underwent a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. Patient developed heart failure due to acute ischemic severe mr after primary percutaneous coronary intervention. It was decided to perform teer using mitraclip. An ntw clip was successfully grasped the leaflets. After confirming that both leaflets were on the clip arm, the grippers were dropped down. The mr jet dramatically decreased while the clip was closed but suddenly appeared upon completely closing the clip arm. After opening the clip again, valve leaflet evaluation using transesophageal echocardiogram (tee) revealed a new eccentric jet coming from the midportion of the posterior leaflet aside from the initial central jet, indicating leaflet perforation caused by the ntw clip arm. It was decided to perform bailout clipping owing to the lack of alternatives, as the patient already had medical therapy¿resistant heart failure despite having intra-aortic balloon pump (iabp) with a prohibitive surgical risk. Accordingly, the ntw clip was removed and inserted the xtw clip to cover the perforated portion. The xtw clip was implanted, reducing mr to grade 1. After the procedure, patient¿s hemodynamics improved considerably. The iabp was removed the next day, and the patient was weaned off catecholamine a week after the procedure. Postoperative transthoracic echocardiogram (tte) also showed improvement in mild mr. The patient was ultimately discharged to a nursing home 28 days after the procedure. The patient received follow-up medical care by a primary care physician. However, the patient died due to heart failure eight months after discharge. No additional information was provided. Details are listed in the article titled, ¿bailout clipping of a leaflet perforation during mitral transcatheter edge-to-edge repair using a larger clip size: a case report¿.